Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation determined the reported guide wire separation appears to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during advancement through the calcified anatomy, the guide wire core likely kinked on the distal end of the hypotube. Further manipulation of the wire likely resulted in the core separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the coronary artery. A 0.14 ht balance middle weight guide wire was advanced without resistance to the calcified lesion and the core of the guide wire separated.the separated portion was simply removed with the guide catheter. Another unspecified guide wire was used to succesfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.